Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center damage to the connector part of the power supply to the device's power management board was confirmed. The device's power management board was replaced to address the issue.